Event description:
The manufacturer received information alleging a ventilator would not function on ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply board needs replaced to address the issue.